Event description:
It was reported that the device was explanted after an implant duration of approximately 53 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to tricuspid regurgitation.

Manufacturer narrative:
Evaluation summary:heavy dense layer of host tissue overgrowth is evident at the inflow aspect and the outflow aspect. It curled open and fused all three leaflets creating an orifice at the coaptation region. Dense layer of host tissue covered all three leaflets at the inflow cusp area, outflow cusp area, and the free margins. Host tissue fused all the leaflets together, as one unit; coaptation of leaflets is not possible. The tissue of the leaflets was only visible at regions where cut outs have been made, possibly for pathology testing. The cut outs measure to approximately 2-3mm by 9mm in leaflet 2 and 3, 5-6mm by 5-6mm in leaflet 1. Moderate to heavy host tissue is detected at the stent inflow; cuts are detected in the sewing ring. The x-ray demonstrates minimal calcification in all three leaflets.

Event description:
Stapler didn't fire. It didn't make any noise. A new hand piece (stapler) and staple load used without a problem.

Event description:
It was reported that the device was explanted after an implant duration of approximately 72.9 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device has not been returned for evaluation; however, return of the device is anticipated.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.